Event description:
Five newly identified fractures on top housing. The MFR was notified of a crack near the air sensors and defective door hinges that caused 3 safety events of over/underfeeding. In february, 2009, the MFR issued a field correction to recall and refurbish the defective pumps, as well as identifying mfg corrections. This pump had not yet been returned for refurbishing as was infusing without difficulty until june, 2009 when pump continued to infuse even though there wasn't any enteral feeding in the bag, causing air to be pumped into pt's stomach.